Event description:
On 9/24/97, two hours and 40 minutes into a stem cell procedure. (8,251 mls processed) a code 42 humidity sensor, alarmed. It was discovered that there was a leak in the centrifuge compartment. Call was placed by the customer to clinical education, clinical education informed pmqa and placed a service call. Pmqa called account. Used kit was requested for evaluation to be sent to the MFR. Customer described that the leak was in the top of the separation container bag in the corner where the hole is for the peg. It appeared to the subject account that the hole was punched in the wrong spot. On 9/25/97. A second call was placed by the customer to clinical education spent time reviewing procedural parameters such as set up of separation container and holder, using strobe light to check into the centrifuge compartment, and checking result of the leak. The pt was scheduled to received three units of blood. The blood would be transfused in the outpatient bone marrow clinic today and tomorrow. 9/26/97. After the transfusion of the three units of blood in the outpatient bone marrow clinic, pt's hematocrit was 23. Pt left in good condition.